Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not articulating. The procedure was with no reported injury.